Event description:
The customer reported that the alarm either has no power or does power on but has no alarm tone however, they couldn't specify the exact issue because the alarm was already boxed up for shipment. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) - alarm, failure to. Evaluation results: evaluation of the product found that the alarm unit does not give an alarm tone or message when weight is removed from the sensor pad. (B)(4).